Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 79" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for eval. The customer removed and returned the suspect bridge board for eval. The malfunction was confirmed and attributed to the faulty insulate gate bi-polar transistors on the bridge board. Analysis of reports of this type has not identified an increase in trend.